Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out for eri, the lead was explanted due to high capture thresholds. The patient's condition following the procedure was normal.